Event description:
It was reported that during percutaneous coronary intervention, vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed and de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The 3.00mm x 15mm apex balloon catheter was used for dilation. Upon balloon inflation, vessel dissection was noted. A 3.00mm x 16mm veriflex stent was advanced, but was unable to cross the lesion. The lesion was in a tough spot and it was a toss up to do surgery or try to stent. They had trouble stenting they decided to take the patient on to surgery. Surgery was not emergent. No patient complication has been reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).